Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) device, the physician elected to also perform a right ventricular (rv) lead repositioning due to previous high threshold measurements and a low, but still in-range, pacing impedance measurement of 300 ohms. However, despite multiple attempts the rv lead could not be repositioned. The physician elected to leave the rv lead in the current position and the procedure was completed successfully. The patient was subsequently seen for an in-clinic follow-up several months later, where a high threshold measurement was still observed, but the pacing impedance measurement from the rv lead was stable and in-range. The physician elected to continue with remote monitoring and the rv lead remains implanted and in-service. The patient was stable with no additional adverse consequences.